Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion is located in the moderately tortuous and moderately calcified artery. A 15mm x 3.00mm quantum apex balloon catheter was selected to dilate the lesion. Upon inflation, the balloon ruptured at 10 atmospheres. The device was removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patients status was good.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device returned to MFR.: returned product consisted of nc quantum apex catheter was with no other devices. There was contrast and blood in the inflation lumen and balloon. Magnified inspection revealed a pinhole in the balloon wall 5mm from the distal edge of the proximal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion is located in the moderately tortuous and moderately calcified artery. A 15mm x 3.00mm quantum apex¿ balloon catheter was selected to dilate the lesion. Upon inflation, the balloon ruptured at 10 atmospheres. The device was removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patients status was good.